Event description:
It was reported that when the device was used in a colostomy take down and closure with coloproctoscopy and appendectomy, the device functioned as intended in the initial procedure. A leak test was performed and was negative. Ten days later, the pt developed an anastomotic leak. During a second surgery, the staple line was open. The colostomy was recreated.